Manufacturer narrative:
Review of the device history record shows no issues. The affected product was returned. The dimensional inspection was completed with acceptable results. Per the engineering investigation, segmentation and alignment of the tibia are acceptable per quality standards. The investigator found that the surgeon is using an unapproved MRI machine. The MRI machine used for this case was a siemens verio, and the center has never had a phantom scan done for this machine. This is not the approved machine. The dic is approved for a siemens avanto. It appears as if the center switched machines without notifying us and without recalibrating through our protocol. The MRI machine used to process this case was calibrated per quality standards with acceptable results; therefore, no impact to the reported complaint. As a result of the investigation, no root cause could be found after investigation of this issue. The investigation engineer reviewed the complaint with the product development engineer responsible for processing the case. All employees involved in the design, manufacturing, and inspection of the quality of the product were informed of the complaint.

Event description:
It was reported that the blocks were going to cause 4-5 degrees of excess valgus alignment in the procedure. This issue caused a delay in surgery of 31-60 minutes.